Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the paddle mixer of the cobas 6000 e 601 module (e601) was replaced. The customer stated that they had been calibrating so much that they used up two reagent kits by (B)(6) 2017. The customer also stated that third party quality controls for the elecsys pth stat immunoassay (pthstat) were recovering lower than usual starting on approximately (B)(6) 2017. There had been no changes in calibrator or reagent lot number since (B)(6) 2017. On (B)(6) 2017, the customer performed monthly maintenance on the analyzer, including liquid flow cleaning maintenance. All probes were manually wiped. The customer stated that the system reagents are replaced every two days when consumed. The customer performed measuring cell preparation maintenance and repeated controls. The customer also tried switching the assay from measuring cell channel one to measuring cell channel two and repeated controls. Control recovery did not improve after these actions. The customer was provided quality controls from roche and tried running these. The roche controls recovered higher than the mean, but were acceptable. The third party controls were still recovering low. The customer sent 11 patient samples that were initially tested for pthstat on the e601 analyzer to another site for comparison testing. Of the 11 samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 52.56 pg/ml and this value was reported outside of the laboratory. The sample was sent to the other site for testing on a different analyzer and the result was 40 pg/ml. The 40 pg/ml value was believed to be correct. The patient was not adversely affected. The pthstat reagent lot number was 26050002, with an expiration date of 31-dec-2018. The field service engineer could not determine a cause. He performed preventive maintenance on the analyzer. He replaced weight filters on system reagent tube lifter assemblies. He checked the analyzer voltages. He performed a high voltage adjustment for the photomultiplier tube of the measuring cell channel one. He successfully ran performance testing. The customer ran calibrations and controls. All controls were acceptable to the customer. The system was found to be performing within specifications.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. A general reagent issue could be excluded.